Event description:
It was reported that the right atrial (ra) lead was observed with noise, varied impedance measurements, and no capture. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.